Manufacturer narrative:
The event of an ipg replacement was reported to abbott. The device had reached its end of life. The patient lost therapy about a month earlier. There were no complications and effective therapy was restored. The results of the investigation are inconclusive since neither the device nor logs were returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had his scs ipg replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.